Event description:
During on-site service, the baxter service technician experienced an low battery alarm on a flogard infusion pump. This malfunction was identified during service; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). (B)(6). The flogard infusion pump was serviced on-site. A visual inspection, sensor testing, battery testing and an alarm log review were performed. During the servicing of the device a low battery alarm occurred. The alarm was caused by a depleted main battery. The battery was replaced to fix the found condition. The pump passed all testing and was returned to the customer in working order. If additional relevant...